Manufacturer narrative:
Sections with additional information as of 11-jan-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips (2 vials) were returned for evaluation. Product testing was performed and no defect found on returned test strips. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on 11-dec-2023 to ensure the replacement product resolved the initial concern - able to establish contact with customer who stated replacement product resolved the initial concern.

Event description:
Consumer reported complaint for physical defect of test strips. Customer stated that when she attempts to insert the true metrix test strip into the true metrix air meter, she has to push it in hard, as if the test strip is bigger than the port. Customer stated that when she does test her blood glucose after being able to insert the test strip into the meter, she is satisfied with the results. Customer did not disclose any results from the true metrix air meter. Customer stated that the product was sealed and intact when she received it. The customer feels well and did not report any symptoms. No medical intervention related to the use of the product was reported.